Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming entangled in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report entrapment of device. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a restricted posterior leaflet. One clip was inserted and successfully implanted. To further reduce mr, a second xtw clip was inserted and advanced under the mitral valve. However, the clip became caught on the anterior leaflet and was unable to be removed. The clip was then deployed on both leaflets, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.